Manufacturer narrative:
(B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported using an expired sterrad® 100s cassette in a sterrad® 100s sterilizer and the load was released for use on patient(s). They stated the sterrad® did not reject the cassette and the cycle completed. The customer noticed the error when reviewing the printout on (B)(6) 2018 for a cycle cancellation of another issue. When the customer noticed the error, they immediately removed and discarded the cassette. There is no report of any infection or injury as a result of this issue. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer reports using expired an sterrad® 100s cassette and the load has been released and used on patient(s) since sterilization cannot be guaranteed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, trending analysis by lot number, and system risk analysis (sra). The batch record review did not reveal any indication on a deviating quality profile for this batch. No quality issues were reported. All in-process controls corresponded to the specification. Trending analysis by lot number for the issue of use of expired product - confirmed load not recalled was reviewed within the past six months and trending was not exceeded. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The customer discarded the cassette and therefore not available for evaluation. However, photos were provided which confirmed the expiration date on the cassette. While the photographs provided by the customer confirm the use of expired product, the cause of the issue is not verified since the suspect cassette was discarded by the customer. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).